Event description:
On (B)(6) 2012, pt reported his blood glucose level was elevated due to the infusion set tubing breaking off of the connector. Pt stated his blood glucose level went up to 533 mg/dl. Pt's normal blood glucose range is 100-150 mg/dl. Pt reported he treated his elevated blood glucose level by using the infusion device and a new infusion set. Pt stated he did not notice any leak and does not recall getting the tubing snagged on something early this morning. Pt reported he checked it then and it looked fine at that time. Pt stated he uses the safety loop and that protected the infusion set. Pt reported it's possible there was a leak but he did not notice because he was paying attention to changing the infusion set and getting his blood glucose level down. Pt stated the infusion set tubing came out of the connector. Pt wears the infusion device on his belt. Pt reported he hears the audible click. Pt stated the infusion sets are expired and he had to use them due to not receiving enough supplies. The alleged infusion set has been discarded. Pt reported his blood glucose level returned to normal. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.